Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed run message on the screen and no disposable pump wont run alarm. The customer changed the cassette to another one and the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed. Results: picture one (1) show a cassette product in used conditions. Picture two (2) show the bag neck section from a flow stop cassette model. Picture three (3) show the front view of a cassette product. Picture four (4) show the top view of a cassette product. Samples received: samples received consist in thirteen cassette products. One sample was received after use conditions, decontaminated and inside in a plastic bag. Twelve samples were received with the original packing. Visual inspection results: the samples have no damage, kinks or other defects. Accuracy test: the samples received were connected to a pump and to a balance mettler toledo to look for unusual function. Results: the samples could be connected without problem and passed the delivery accuracy test. Functional testing: samples were filled with 100 ml of water; the samples were connected to a pump to look for unusual function. Results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue., corrected data: h4: correction: device manufacturing date: 14-dec-2021.